Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During the device change the lv impedance increased over 3000ohm. No lead fracture could be recognized. The lv lead was connected to the new device and programmed. The lead will be monitored. The condition of the patient is good.